Event description:
A patient with a nihss of 18 was treated for a left internal carotid artery (ica) terminus occlusion. A third-party 8f sheath was used for access. The millipede 088 catheter was navigated over the millipede 070 catheter. The millipede catheters were navigated over a third-party microcatheter and guidewire. Multiple branches of the middle cerebral artery (mca) were catheterized with the guidewire without a j-shape at the tip during navigation. Following aspiration with the millipede 088 catheter, a mtici 3 score was obtained. The devices were removed from the patient. No device malfunctions were noted during or after use. At the end of the procedure, an xper CT scan was performed, and a small hyper-density was noted in the sylvian valley. A follow-up CT scan was performed the day after, and appearance of spontaneously dense areas within the ischemic lesion were noted. These were identified as a hemorrhagic infarction and classified by the physician as hi2. Appearance of spontaneous hyper-density within several temporal and insular furrows were assessed as being a probable subarachnoid hemorrhage. The treating physician's opinion was that this was most likely as a result of vessel catheterization using the guidewire but that involvement of other devices could not be completely ruled out. The patient's aspirin was stopped. Imaging conducted two days after the mechanical thrombectomy procedure revealed that the hemorrhage had resolved. The imaging also noted ischemic spots in the left hemisphere outside the infarcted area. These were identified by the physician as a new stroke. The patient's condition improved in the days after the procedure. Eleven days after the procedure, the patient had a nihss of 3. There appeared to be no clinical sequelae from the events observed.

Manufacturer narrative:
The devices were discarded after use and therefore not available for return and investigation.there were no device malfunctions noted for the millipede 088 or millipede 070 catheters. Based on the information provided, the exact cause of the events is unknown.the relationship of the millipede catheters to the events could not be established. It is unclear if the events were caused by the millipede catheters, the third-party guidewire or the third-party microcatheter.the manufacturing records for the millipede catheters were reviewed and demonstrated that the product met all the design and manufacturing specifications.the following MFR # were submitted: MFR # 3015701715-2024-00001 for millipede 070, for millipede 088.